Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6): product type product ID a820 serial# unknown: product type software product ID tm90t0 serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that they kept getting repeated 518 codes multiple times a day that wouldn't clear so their handset and communicator were replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated it kept getting slower and slower for delivering the bolus. It popped up with a message and they would reset their phone and it would go through, but it took a long time. The last time it happened, the patient stated that they called in and they ran through settings and cleared out something and it ran good for a while, but now it was doing the same thing again. The patient stated they received a letter from medtronic asking them to show their doctor the settings or info when they go in for their next appointment, asking the doctor to download and relay information to medtronic, which the agent understood as handset logs. The agent reviewed information and redirected patient to their healthcare provider. While on the call, the agent reviewed clearing data. Prior to data clear, the patient's data was 1.36 mb. The patient then was able to successfully connect to their pump and deliver a bolus well without issue. The patient would monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6). Product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) regarding their external device. It was reported that 'a couple days ago' and a week after they had the new pump implanted, they saw a message on their handset that said to call medtronic. Patient did not recall the details of the message, but stated it was in red writing. Patient also mentioned they had to reset their handset almost every time they connect to the pump because it was so slow. Patient mentioned they were programmed for 8 boluses per day. When asked about when the lag started, patient stated the slowness "just gotten worse". Agent reviewed considerations and reviewed how to clear data from the handset. The troubleshooting steps that were taken on the call resolved the lag issue.